Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported faradrive steerable sheath was selected for pulmonary vein isolation. When the dilator was inserted into the faradrive sheath, a high volume of bubbles were noted during aspiration due to a compromised faradrive valve. Thus, the sheath was replaced, and the procedure was completed successfully using novel faradrive sheath. No patient complications were reported, and patient was fully recovered. The device is expected to be return for analysis.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner faces by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported faradrive steerable sheath was selected for pulmonary vein isolation. When the dilator was inserted into the faradrive sheath, a high volume of bubbles were noted during aspiration due to a compromised faradrive valve. Thus, the sheath was replaced, and the procedure was completed successfully using novel faradrive sheath. No patient complications were reported, and patient was fully recovered. The device is expected to be return for analysis.